Manufacturer narrative:
(B)(4). G2: foreign - event occurred in france. G2: literature - siret, e., sammartino, f., bernard de villeneuve, f. Et al. Minimum ten years follow-up of total knee arthroplasty using morphometric implants in patients with osteoarthritis. International orthopaedics (sicot) 50, 393¿400 (2026). Https://doi.org/10.1007/s00264-025-06703-0. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A journal article was obtained on 25-may-2026 that reported a retrospective cohort study from france. The purpose of the study was to report the 10-year clinical and radiological outcomes, survivorship, and patient-reported results of the persona posterior-stabilized (ps) total knee arthroplasty (tka) performed in a single center. The study reviewed 185 knees in 168 patients performed between 2012 and 2015. All patients received a cemented persona ps tka with patellar resurfacing. The study population had a mean age of 67.2 years at time of surgery (range, 49-81); (92 males, 87 females). The study had a mean length of follow-up of 10.8 years (range, 10-12 years). It was reported through a journal article that two patients were revised due to aseptic loosening. Attempts have been made and no further information has been provided.